Event description:
Medtronic received information regarding a navigation system. It was reported that this system experienced an error code 64 during a case. This occurred when the site was attempting to verify their registration's accuracy. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was provided. The system rebooted itself and the site was able to retrieve their previous registration and continue with the case normally.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0. H3, h6) software data was returned and analysis confirmed the reported event. The archives provided were unable to be reproduced in-house, however, the logs captured a segmentation fault. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.